Event description:
Reference number (B)(4). Event occurred in spain it was reported that patient faced six infusion set kinked cannula event on (B)(6)2024, (B)(6)2024, (B)(6)2024, (B)(6)2024, (B)(6)-2024 and (B)(6)2024. The infusion set was in use for few hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR(B)(4). - device 5 of 6